Event description:
Information received indicates the device showed plasma breakthrough after 4-5 hours of ECMO use. The unit was changed out during the case with no blood loss noted. Although the patient later expired, the hcp indicated the device did not contribute to the patient death.